Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 350 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was hyperglycemia. Customer had already bolus and doctor stated for patient not to bolus and let the nurse bolus with their insulin. The customer was wearing the pump at the time of emergency room visit.